Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator pn 600058887 and sn (B)(6) was received into the lab for analysis. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to physical damage at port one of the front panel connector. The event which resulted in the accidental damage was not communicated and remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator was unable to deliver radio frequency energy and the case was cancelled. When attempting to perform an ablation, an error message was displayed that said "unable to deliver rf power." Each channel was attempted with the same probe, and the same error occurred on each channel. Three different probes were tried in each channel, two different grounding pads, and repositioning the needle was also tired, but the error was not resolved.